Event description:
It was reported that during implant procedure, the right ventricular lead exhibited loss of sensing and impedance anomaly. The lead was tested through the analyzer and the same issues resulted. It was suspected that the lead was damaged. The lead was not used and replaced successfully. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.